Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Cit was reported that the patient missed a scheduled transmission, due on (B)(6) 2018 due to a possible rf chip issue. The cause of the problem was not determined.